Manufacturer narrative:
The product was not received for evaluation. The femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some cases a portion of polyethylene on the device. The device was used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively. Device not returned.

Event description:
It was reported that the inner packaging was bonded to the polished surface of the femoral component and the device was not implanted.